Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined at this time as the investigation is still ongoing. Once reliability engineering completes the evaluation and additional information becomes available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as april 24, 2018 in the previous report and has been updated to may 17, 2018. Device evaluation: upon further evaluation of the returned device by reliability engineering, it was determined that the device neuro-tip was fractured and drilled into. Therefore the reported condition was confirmed. It was further determined that the device failed cutter insertion test due to worn out bearings and the device was cosmetically unacceptable. An assessment was performed which found that the bearings are worn out and create a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. Failure was caused by worn out bearings (normal wear). The fractured neuro-tip and drilled neuro-tip leg is due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. The assignable root cause was determined to be due to use error and normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the tip on the craniotome device was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.